Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was starting a couple weeks ago when the pt tried to increase their intensity after 6.7, they got settings not available. Before that the pt would be able to go up to 9.2 which was where they felt the intensity. The pt talked to their medtronic rep who said to contact patient services, for the rep said it should not be happening. The pt also got the message when waking up the controller for it happened when they push the button, they also get it when switching from b to c. If change from c to b and then go back to c they could sometimes turn it back up. They could sometimes go from 6.7 to 6.8 because otherwise if they tried to increase to 6.8 they got settings not available. Pt also noted that the stimulation was turning off on its own when switching groups and it was infrequent; the issue started almost right away probably 4 or 5 weeks after they got it. It was starting to become more and more common because when doing more acti vities and want a different program for it was not comfortable on say when they were laying down b was not comfortable so they had it on b and when sitting they want on c for its more comfortable b. When switching in the last 2 or 3 weeks the stimulation would shut off on them and had done that 3 or 4 times and when it happens the ins would be anywhere from 60% to 90% battery. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient (pt). It was reported that pt's stim is set up to where they can feel "it," but multiple times a day, without changing any "value", it feels like the stimulation stops. When they look at the controller, that shows stimulation is on. When pt coughs, moves, puts hands above their head, or is just sitting there, they will feel tingling again. The manufacturer representative (rep) told the pt the issue could be related to impedances or the environment that the leads are in. Pt stated the trial was able to relieve a lot of their leg pain, but the permanent implant is not getting any of that. Caller noted that they had some x rays done of the leads and the healthcare provider is going to look at the x ray results and get back to the patient. Pt was told they may need to reposition the leads. Pt confirmed they have been reprogrammed 3-4 times now. The caller was redirected to their healthcare provider and rep to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.